Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. (B)(6). Reason for reoperation: rupture.

Event description:
Physician reported rupture. Affected side is unknown. The device location is unknown.